Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Next, the device was successfully interrogated, revealing the eos battery status. The eos status had been active since february 5, 2025, most likely resulting from an automatic capacitor reformation in a cold temperature environment. The eos status was reset and re-interrogation revealed the eri battery status. The current consumption of the ICD was checked and found to be normal and as expected. The root cause of the observed muscular twitching was not conclusively determinable from the information available for analysis. The ICD was subjected to a functional inspection. All therapy functions were available and worked as expected. Lead impedance for both stimulation and shock, measured multiple times during the analysis, were within the normal range. Additionally, the conducted sensing test showed no abnormalities. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
It was reported that during the ICD change for eos indication the patient twitched permanently when cauterizing. Based on analysis results it was decided to report the incident.